Event description:
A malfunction alarm related to the pump was reported, with a malfunction code displayed as malf 16. The customer's blood glucose (bg) level displayed as high. Customer administered manual injections to address bg level. Technical support planned to replace the pump as it was still under warranty, ensuring insulin delivery was maintained through the use of mdi as a backup therapy. The customer's address was confirmed for shipping the replacement pump.